Event description:
Patient received an alleged skin burn during an electrotherapy treatment. The pt was being treated above the right scapula when an alleged 3rd degree burn measuring 1"x1/4" appeared. The treatment waveform was interferential set at an intensity of 80 to 150ma. The treatment was terminated. The pt sought medical attention for the burn from their primary care physician. The pt's progress was delayed as electrotherapy could no longer be used in the area of the treatment.

Manufacturer narrative:
Awaiting device return and technical evaluation.